Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose in the 50's mg/dl on the first day. Customer stated that she is getting used to carb counting. Customer declined to transfer to the helpline. Customer stated that her blood glucose has improved and she has not been on injections. Customer has not registered to carelink but stated that she will do so.